Event description:
It was reported that the hl20 pump displayed the error message: "beltslip" during patient treatment. This behavior results in a pump stop. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that during patient treatment the hl20 pump displayed the error messages: ¿beltslip¿. The pump was turned off and on several times but the result was the same. The pump has been replaced with a backup pump to complete the treatment. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation of the device. Upon inspection the fst was unable to confirm or reproduce the reported error message: "beltslip" but the fst found both belts out of calibration and was not able to perform the calibration successfully. The fst replaced both belts with pulleys. A full inspection was performed and the unit is now back in clinical use, working to factory specification. Thus the reported failure could be confirmed. The reported error message: "beltslip" was already investigated in a similar complaint at the manufacturer life cycle engineering on (B)(6) 2019 as follows one belt is heavily damaged. The trapezoid profile is broken in several places and the reinforcement fibers are partly torn. The probable root cause is a twisting of the belt due to a pre-existing defect, for example deviations in the belt profile. Furthermore the following causes can be considered as the cause of the twisting belt (lce investigation report (B)(6) 2020 complaint (B)(4): 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. The review of the non-conformities during the period of (B)(6) 2014-to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device in question was manufactured on (B)(6) 2015. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.